Event description:
Additional information received reported the implantable neurostimulator (ins) was implanted, but high impedances were read. Impedances greater than 4,000 ohms were read on 'some' of the bipolar pairs as well as 'all or some' of the unipolar pairs. Difficulty interrogating was also reported. The ins was replaced with a different one and that 'worked just fine with no issues.'

Event description:
It was reported that the device was implanted and explanted on (B)(6) 2012. The device was removed and was "defective."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# v650831, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).